Event description:
The customer reported that while running an htlv-I/ii assay, summit sample handler did not pipette sample or diluent into well positions a9, a10, a12, b10 and b12 and no error message was given. Customer also reported bubbles in well positions a3 and a4. A field service engineer was dispatched and could not duplicate the event. Fse checked holding force of all plunger clamps and inspected x-arm. No death or serious injury was associated with this event.